Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec34-i10l. In the event reported, it was stated that there was no video image, black shadow on the screen. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The inspection findings are as follows: objective cover lens crack; passed dry leak test; bending rubber glue cracking at insertion tube side; bending rubber glue cracking at distal side; passed wet leak test; image shadows; ccd circuit board wrong model/serial number information; customer complaint confirmed the device was repaired and returned to the user on delivery (B)(4). Repairs performed/parts replaced: o-rings and seals; bending rubber; objective lens unit pb-free. A review of the service history indicates the device was routinely serviced at a pentax facility. On 14-oct-2021, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 10feb2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10l-us is available in the USA with a 510k number d216954. If additional information becomes available, a supplemental report will be filed with the new information.